Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a leak from the homechoice cassette was reported and it is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the last fill of peritoneal dialysis therapy. During troubleshooting, it was discovered that there was a leak coming from the cassette, but the exact location of the leak could not be determined. There was no patient injury or medical intervention associated with this event. No additional information is available.